Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was unresponsive. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the navigation ring was unresponsive. The reported issue was confirmed. A field service engineer (fse) then replaced the front bezel, where the navigation ring was originally installed, and the reported issue was resolved. The fse replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.